Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed a rotational sensor malfunction which caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun reproduced a rotational sensor malfunction. The drive mechanism was inspected and scratches were observed on the commutator cap. Excess plastic was also observed on the commutator cap. The damaged commutator cap can be confirmed as the cause of the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pink slide had not moved forward. The pod was not worn.